Manufacturer narrative:
(B)(4) g2: foreign - event occurred in united kingdom. G2: literature - jesani, h., de rosenzweig, p. G. D. S., walji, h. D., martin-ucar, a., & hernandez-arenas, l. A. (2025). Initial experience of intrathoracic rib fixation using ribfix advantage¿ at a major trauma centre: operative technique and case series. Journal of thoracic disease, 17(12), 11357-11368. Doi: 10.21037/jtd-2025-1696 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a journal article that a patient developed a postoperative wound infection following intrathoracic surgical stabilization of rib fractures, which required antibiotic treatment. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: h2, h3, h6 and h11. Reported event was unable to be confirmed due to limited information received from the customer. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression "wound concerns" or "non-healing wound" would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person's ability to heal. Wound complications can be treated conservatively or invasively depending on the severity of the wound infection and patient status. The reported event of superficial infection occurred at an unknown timeframe post implantation. Superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider-related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations, further eliminating the implanted devices as a potential source for the reported infection. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. As devices have not been indicated as revised and there are no indications of product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event are unknown and this is a limited investigation. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.